Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, the seal was damaged. Gas leak from the trocar was noted and there was a rapid loss of abdominal pressure due to the device issue. The procedure was completed with the same device. There was no patient injury.